Event description:
Physical check. Nurse gave me a plastic bottle with lid for collecting urine sample. The lid was too tight to get open. On the top of the lid is a paper label asking patient not to remove it. I peeled the label to see if there is a locking mechanism to open the bottle. There is no warning that a sharp is equipped. It poked my finger and caused bleeding. This product is not safe to be used, lacking adequate warning and safeguard feature.